Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 06-mar-2018, a field service engineer (fse) followed up with customer over the phone. Fse instructed customer to lubricate the guide rods. Customer confirmed that resolved the issue. The g8 instrument is functioning without errors; no further action was required by the fse. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 02feb2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The g8 variant analysis mode operator's manual under chapter 5 - maintenance procedure, provides detailed steps on how to maintain the sample needle. In chapter 6 - troubleshooting, indicates that 710 z1-axis error is generated when an abnormality occurs in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported event was due to guide rods needed lubrication.

Event description:
On (B)(6) 2018 a customer reported receiving 710 z1 axis error message while running patient samples on the g8 instrument. Customer stated that the sample needle was cleaned prior to reporting the error. Technical support specialist (tss) instructed customer to clean the vertical and horizontal guide rods. The customer informed the tss that the rod had grease buildup. The customer ran a rack of sample tubes and the error reoccurred. Tss instructed customer to run sample tubes without cap. The customer ran without caps and there was no error. The tss advised the customer to change the sample needle. Customer changed sample needle on (B)(6) 2018. On (B)(6) 2018, customer called back to report the z1 axis errors are reoccurring. A field service engineer (fse) was dispatched to address the reported event, which caused a delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.